Event description:
The customer reported experiencing unexplained high blood glucose over 400mg/dl, and she has treated with the insulin pump and manual injections. The customer stated that she was vomiting and thirsty. Troubleshooting was performed. The time and date were incorrect, but the basal and bolus wizard were correct. The customer stated that she had a no delivery alarm, but the alarm did not display. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.